Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for analysis with complaint of loose latch lock. There were no services reported previously. Event logs were reviewed and there are no errors related to the complaint. Visual/functional testing was performed. The latch lock was damaged and was replaced. The pump overdelivered during delivery test. The downstream occlusion (dso) sensor, upstream occlusion (uso) sensor, cam sensor and air detector sensor were replaced. All tests passed within specifications post repairs.

Event description:
It was reported that the device latch lock was loose. There was no patient involvement, and no harm reported. Analysis of device found the pump failed during delivery test.